Event description:
It was reported that the patient was scheduled for a pump replacement due to expected end of life (eol). No therapeutic issues were reported. Intra-operatively, when the catheter was disconnected from the pump, there was no backflow of cerebrospinal fluid (csf) from the catheter. The neurosurgeon chose to replace the catheter. The clinicians were notified and lowered the concentration of gablofen that was put into the drug from 1000mcg/ml in the explanted pump to 500mcg/ml in the new pump. The infusion rate was decreased from 159.8mcg/day to 50mcg/day. There were no patient symptoms associated with this event. It was later reported that no diagnostic tests were done prior to the replacement, as the clinicians and patient felt clinically that he was getting effective therapy. It was never determined why the neurosurgeon was unable to aspirate csf from the catheter. The location of the catheter issue was not determined. As of (B)(6) 2013, the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.